Event description:
The ICD had a software reset followed by a shorted output circuit stage detection. Technical services discussed the shorted output stage may have been caused by a damaged lead. A lead fracture was suspected. Both the ICD had lead were explanted.